Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that, the customer received with compromised force sensor system during manual prime. The blood glucose was unknown at the time of the incident. Customer advised to replace and discontinue use of the pump and revert to back up plan. The insulin pump will not be returned for analysis.